Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had experienced power issues. The field service engineer (fse) inspected the device and unable to reboot it initially. Since this was the second occurrence, the fse replaced the power source by opening the top cover. After powering up the pyxis and inspecting the main and top cover, no additional issues were found. The device came back up timely and correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced power issues and repeatedly shut down during active cases, causing delays in patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.